Event description:
It was reported that the handpiece was giving error code 5 and that the acoustic mount was loose. This occurred prior to a case. No additional case information was known by the caller.